Event description:
It was reported that a user¿s dexcom g7 sensor expired and the user did not start a new sensor, after which the user noted a blood glucose of 200 mg/dl and used subcutaneous insulin by pen as backup while receiving troubleshooting and education. Symptoms included hyperglycemia. Outcomes included the need for backup therapy with a pen injection and interruption of continuous glucose monitoring. Investigation included a review of use conditions, troubleshooting steps, and user education regarding sensor replacement and system operation. Investigation of this case revealed user handling and use error related to failure to replace the cgm sensor, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error and use without the indicated sensor.